Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having a fever due to a suspected infection. It was unknown what caused the infection. The patient was placed on antibiotics and the fever subsided.